Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The customer states that siemens service has been dispatched to collect the instrument message log, but the customer now states that they were unable to retrieve the message log. The site ran qc on the stratus and were all in the expected range. They also ran past patient samples which matched the initial results. There were no errors on the instrument. The system is operational. Siemens offered to evaluate the sample but the customer declined. The cause of this event is unknown.

Event description:
The customer reported a false positive cardiac troponin I (ctni) run on the stratus cs and compared to a siemens lab analyzer. There was no report of injury due to this event.